Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a foreign material like coating of cartridge came out into patient's eye when implanting the lens. What appeared to be the coating has been removed and does not remain in the eye. The surgery was completed without product replacement. The sample is not available for return. Additional information was requested.

Manufacturer narrative:
The product was not returned. A video was provided. The cataract removal was shown. The lens and cartridge preparation were not shown. Loose material is observed floating in the eye before the lens is implanted. The cartridge tip comes into view at the bottom of the screen and is inserted into the incision. The lens is slightly behind the parting line. Both haptics appear tucked in the optic fold. The lens is rapidly advanced into the eye. The focus and clarity of the video make it difficult to discern the reported material. An area was observed which may be the reported material. This area was at the top of the screen as the video ends. No attempt was observed to remove the material. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens and handpiece were indicated with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The company device complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The nature and origin of the material cannot be determined from the video. A non-qualified viscoelastic was indicated. Per the instructions for use (IFU): the company device are qualified for use with compatible company device handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).